Manufacturer narrative:
H11: the device was evaluated on-site by a baxter qualified technician. The device underwent functional testing and the bed performed per product specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The customer reported that two beeps were heard when attempting to raise the head of the bed. The instructions for use informs the user: ¿there will be a double beep if the battery has gone to sleep and you press a bed articulation control. This is the only time you will hear a double beep. To activate the battery, press and hold any function control until the function starts. There will be a delay of 1-2 seconds before the function control activates the battery. If the battery has been completely discharged, it may take up to 24 hours to charge to operational status. To make sure the battery is always charged, plug the bed into an ac power outlet whenever possible.¿ in this case, the customer stated that a patient was in respiratory distress and coded due to the inability to raise the head of compella bed. The report of a patient requiring intubation and resuscitation meets the criteria of a life-threatening event, concluding that a serious injury occurred. The cause of the event is likely due to use error in that the caregiver did not continue to press and hold a function control to wake the battery and/or not fully extending or retracting the bed as noted in the inspection by the baxter technician. Prevention of this type of event is outlined in the device instructions for use. No further information was available at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient went into cardiac arrest with a compella bed. The medical staff was transferring a patient from a recliner to the compella bed. When the patient was placed in the bed, the staff member could not raise the head of the bed and called for assistance. The staff heard ¿two beeps when adjusting the head of the bed; however, could not raise the head of the bed. The patient had respiratory distress which resulted in the patient going into cardiac arrest requiring resuscitation. The patient was successfully resuscitated and required intubation and eventually ventilator support. The bed was removed from service and inspected by a baxter technician. The baxter service technician inspected the bed and found the bed and its components to be functioning as designed. The side rails adjusted into position and the head was able to be raised. The instructions for use informs users: ¿a continuous triple beep will sound until the bed is adjusted to the fully extended or fully retracted position. Err 6 will flash on the caregiver control pod until the bed is fully extended or fully retracted. Fully extend or fully retract bed width to clear the err 6 code and silence the triple beep. Once the bed is fully extended or retracted, the control¿s indicator will come on green and a single confirmation beep will sound. If the bed is not fully retracted or extended, you will not be able to raise the head of the bed; you will only be able to lower it.¿ the customer reported that two beeps were heard when attempting to raise the head of the bed. The instructions for use informs the user: ¿there will be a double beep if the battery has gone to sleep and you press a bed articulation control. This is the only time you will hear a double beep. To activate the battery, press and hold any function control until the function starts. There will be a delay of 1-2 seconds before the function control activates the battery. If the battery has been completely discharged, it may take up to 24 hours to charge to operational status. To make sure the battery is always charged, plug the bed into an ac power outlet whenever possible.¿ in this case, the customer stated that a patient was in respiratory distress and coded due to the inability to raise the head of compella bed. The report of a patient requiring intubation and resuscitation meets the criteria of a life-threatening event, concluding that a serious injury occurred. The cause of the event is likely due to use error in that the caregiver did not continue to press and hold a function control to wake the battery and/or not fully extending or retracting the bed as noted in the inspection by the baxter technician. Prevention of this type of event is outlined in the device instructions for use. No further information was available at the time of this report.